Event description:
Medtronic received a report that during the deployment process of the pipeline, the proximal stent could not be deployed smoothly. The device was not used off-label and was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the left ophthalmic artery with a max diameter of 7.2mm and a 5.2mm neck diameter. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed slowed down blood flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an additional attempt was made to open the pipeline by pushing and pulling without success. The pipeline was resheathed once.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a pipeline flex embolization device and a phenom-27 catheter were returned for analysis. The inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline was found to be stuck in the catheter and extending from phenom-27 hub. The pipeline flex was unable to be removed from the catheter. The phenom catheter was then dissected (cut) longitudinally revealing tip coil and dps sleeves. The pipeline was then removed from hub; however, the core wire was inadvertently detached from tip coil during removal. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be still within catheter and damaged. The tip coil was found to be damaged. The pipeline braid was not returned. No device malfunction was reported with the phenom-27 catheter. However, the catheter was dissected (cut) due to pipeline stuck in catheter. After dissection blood residue was found within lumen of phenom catheter. No damages were found with the phenom hub. The phenom-27 total length was measured to be ~159.1cm. The useable length was measured to be ~152.4cm. The catheter body was found to be flattened at ~8.2cm from distal tip and distal tip kinked at ~0.3cm. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was unable to be confirmed as pipeline flex braid was not returned. It is likely the failure to open is the result of re-sheathing the device more than the recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline had not been placed in a vessel bend when it failed to open.